Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was toning for several days. The patient presented for a regularly schedule check, where it was discovered that the device had a partial electrical reset. Initially, the device was interrogated to clear the reset. Subsequently, the device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated a power on reset occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated a power on reset occurred. Avdd/dvdd/l354 self supply power on resets on (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was toning for several days. The patient presented for a regularly schedule check, where it was discovered that the device had a partial electrical reset. Initially, the device was interrogated to clear the reset. Subsequently, the device was explanted and was replaced. No patient complications have been reported as a result of this event.